Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 29mm 7300tfx valve in the mitral position underwent a valve-in-valve procedure after an implant duration of 9 years, 5 months due to degeneration and regurgitation. The patient presented with dyspnea. The tmvr was performed with a 26mm 9750tfx transcatheter valve. The patient was in stable condition post procedure.